Event description:
Info received indicates the brake casters would lock and hold but casters would rotate if pushed on from the side.

Manufacturer narrative:
The technician replaced two brake casters to repair the stretcher.